Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 were failed. A field service engineer (fse) was unable to access hardware test application (hta) due to service restrictions at the facility, which prevented access to the required password. As a workaround, the fse removed the back panel and discovered that drawer 4.1 was not communicating. The station was shut down, and the cage for drawers 4.1 and 4.2 was removed. Upon inspection, the fse found that a capacitor had broken off the pmc (power management controller) controller board for drawer 4.1. The controller board was replaced, but communication was still not restored. The fse then replaced the drawer board and the retractor band. During further troubleshooting, the fse identified missing bearings in the rails of drawers 3, 4, and 5. To resolve this, the fse planned to order three replacement drawers and have them shipped directly to the site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had drawer 4.1 device not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had drawer 4.1 device not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.